Event description:
It was reported by the patient's daughter that her mother had to seek medical intervention on two separate occasions. However, no further information was provided on the call. Both events have been documented and we are reaching out for more information regarding the allegations. Once new information becomes available we will reopen the complaint and submit a supplemental report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention.no lot release records were reviewed, as the product lot number was not provided.